Event description:
It was reported that during a silverhawk procedure, a perforation occurred. Repeated attempts have been made to reach the account to determine if the event was device related. The account has failed to respond.

Manufacturer narrative:
Device not returned to MFR for eval. The relationship to the device could not be determined.